Event description:
It was reported that while in the cath lab at the hospital the md inserted the intra-aortic balloon (iab) via the pt's right femoral artery. The pt was transferred to another facility (uses only competitors pump). While in the cardiac care unit (ccu) there was an issue with the helium supply. According to the md "initially it worked but after a while there was a restriction on the supply of helium. The image on the screen showed a restriction. The catheter was connected to a cardio slave and showed a problem in time. There was a bad signal over the pressure channels. The pressure bag was decently filled." The perfusionist and the md checked for a kink in the catheter but they could not find one. They tried to reposition the iab several times without success. As a result the iab was removed. There was a reported delay in intra-aortic balloon pump (iabp) therapy. It is unk if the delay or interruption caused harm to the pt.

Manufacturer narrative:
(B)(4).